Manufacturer narrative:
Product ID: 3057, serial# unknown, product type: screening device.

Event description:
Basic evaluation patient stated had some burning sensation when urinating. Patient also stated that one of the wires came out of place.